Manufacturer narrative:
Testing and investigation found the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. The displayed white screen software error was in the nvrbbram.cpp module with procname:nvramaccess. The probable cause may be due to a software error. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with a whitescreen error. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.